Manufacturer narrative:
B5 - reportedly, lens was replaced in the right eye with a longer length lens. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced 50um vault. The lens remains implanted. No further information is available at this time. This file will be re-opened if additional information is provided. Cause of the event was not reported.